Manufacturer narrative:
(B)(4). The customer reported an x in the display and no charge light. There was no reported pt involvement. The hospital's biomed evaluated the device and confirmed the problem. The biomed replaced the ac power module to resolve the problem.

Event description:
The customer reported an x in the display and no charge light. There was no reported pt involvement.